Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. B3: date of event: requested, not provided. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: once the patient got to recovery, it was noticed that the device tr band did not have air in it, the device deflated. The patient developed a hematoma. The procedure was a radial access heart caths or taver procedure. The device lost air within 10-15minutes post procedure. The patient was stable; however, there was bleeding due to no air in the band.